Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a severely tortuous and severely calcified vessel of left forearm. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.